Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation confirmed the negative anti-hcv ii result obtained on the elecsys assay. Calibration and quality control data for the analyzer were within specifications. However, the inno-lia hcv blot test results were deemed invalid per the method sheet, and additional testing with other methods was recommended. A definitive root cause for the discrepant result could not be determined based on the available information. The elecsys anti-hcv ii assay was confirmed to be performing within specifications. Single false-negative results are covered by the sensitivity claim outlined in the assay's instructions for use (IFU). The device remains in operation at the customer site. Medwatch field e1 initial reporter email address - the email address was provided as (B)(6).

Event description:
The initial reporter alleged a discrepant negative result for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit when compared to results from abbott and elisa, which were reactive. On (B)(6) 2023, the patient sample was tested on the cobas e 801 analytical unit, yielding a first-run result of 0.140 coi (non-reactive) and a repeat-run result of 0.159 coi (non-reactive). Testing of the same sample on the abbott system produced a first-run result of 2.06 s/co (reactive) and a repeat-run result of 2.08 s/co (reactive). Elisa testing of the sample yielded a result of 4.5 s/co (reactive). The negative result from the cobas e 801 analytical unit was not released outside of the laboratory.